Manufacturer narrative:
The recipient has reportedly ceased device use. Revision surgery will be scheduled.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the fantail, and the electrode contact pad was extruded prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed the contact pad at an electrode was extruded. This is not believed to be related to the return reason. System lock was verified. The device passed the electrical and mechanical tests performed. The reported complaint of refusal to wear the device and no-lock with legacy software could not be verified during this analysis. The device passed all of the electrical tests performed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the fantail, and the electrode contact pad was extruded prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed the contact pad at an electrode was extruded. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical test performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.